Event description:
The customer reported a motor error alarm. The blood glucose reading is 270 mg/dl. The patient stated that the motor error alarm may have occurred during a bolus delivery. She treated blood glucose with a manual injection. In troubleshooting, the customer stated that the insulin pump was not exposed to a strong magnetic field or an MRI. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.